Event description:
Procedure: unk. Reportedly, while using the device, the balloon burst. The broken pieces fell into the pt cavity and were retrieved. Another instrument was used to complete the procedure.